Manufacturer narrative:
The part has been returned for analysis and is under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a valve. It was reported that there was a case of a defective shunt valve in a 16 month old patient. The patient had a va shunt, ultra-small, medium pressure valve by medtronic who was placed 2 months ago. On (B)(6) 2022 the patient presented to the ER with drowsiness. Non contrast head CT revealed acute hydrocephalus. An attempt to pump the shunt valve reveled that it is umbilicated and not refilling. An attempt to percutaneous tap the valve to check the potency failed to drain csf. The patient was rushed to the or for a shunt revision surgery. At the surgery it was noticed that the valve was retrogradely fills with blood. The meaning is that the one way valve was defected. Additional information was received stating that the patient is under observation.

Manufacturer narrative:
The valve was returned to the manufacture for evaluation. The returned valve had significant amount of blood and debris inside the valve. Considering the nature of pressurized testing for valves and safety of laboratory personnel, the valve was not decontaminated or tested in the pe lab. The valve was discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.